Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. However, the customer was unable to verify the specific type of alarm. Reportedly, the customer received messaging on the pump that the cartridge could not be used and to replace the cartridge with an unused cartridge. Additionally, it was reported that a button alarm occurred. The customer reported there was nothing pressing on the wake button. After the customer received the button alarm, a malfunction alarm occurred. The customer's blood glucose level was 165 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.